Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, at the time of intubation, the device had air leakage. It was reported that the cuff was tested prior to use (a syringe was used to push air in and out of the cuff) and it inflated properly. It was also reported that the cuff would inflate/deflate but it just would not hold air as the cuff of both tubes had pinholes that allowed air to leak out under pressure. It was stated that the tubes had to be changed out thrice due to severe leak.